Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station not communicated. The technical support specialist dialed into station and found no communication-related notices. A check on the application server and health sight viewer (hsv) also showed no related alerts. The issue resolved on its own without further intervention.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.